Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Fluid pressing testing and simulated use testing were conducted with no issues noted. A batch review was not performed as the lot number was unknown. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was not able to be connected with the titanium adapter because of a slip or a poor fit. This was noted during patient use during peritoneal dialysis therapy. This issue was resolved by the transfer set being replaced. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.